Event description:
Soft tubing just before the proximal port (just before where soft tubing connects to hard plastic) found to have crack noted during infusion. This opened up central line to infection and necessitated needle removal and reinsertion (painful in child). Entire lot switched out after this.